Event description:
It was reported that during a procedure, the device broke when turning it after it was inserted. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6:the reported 5.5 mm healicoil sa pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. The proximal threads on one side of the anchor have been broken off and were not returned. The anchor is also bent at the break area. The condition of the anchor suggests the anchor was likely off axis during insertion causing the reported breakage. Per the device instructions for use ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.